Manufacturer narrative:
E1: initial facility reporter name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the iliac vein. A 16-6/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, the balloon was unpacked and was dilated with a pressure pump. It was found that the anterior segment of the balloon was leaked gas and liquid. It was also observed that the balloon ruptured upon second inflation at 5 atmospheres for 60 seconds. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial facility reporter name: (B)(6). Device evaluated by MFR: the xxl was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and di water was observed to be leaking from a balloon pinhole located 13mm distal from the distal markerband. The rated burst pressure for this device is 5 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the iliac vein. A 16-6/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, the balloon was unpacked and was dilated with a pressure pump. It was found that the anterior segment of the balloon was leaked gas and liquid. It was also observed that the balloon ruptured upon second inflation at 5 atmospheres for 60 seconds. The procedure was completed with another of the same device. There were no patient complications as a result of this event.